Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sometimes I have shooting pains throughout my left side, I feel aches and pings of pain'), autoimmune disorder ('gaining more autoimmune diseases') and autoimmune thyroiditis ('hashimotos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("my eyes burn like crazy"), groin pain ("my left ide is all messed up from my groin to my wrist"), anxiety ("so so anxious"), alopecia ("losing my hair"), hot flush ("hot flashes"), fatigue ("fatigue"), urticaria ("hives"), fear ("super scared"), arthritis ("potentially arthritis the way my joints feel."), allergy to metals ("im apparently very allergic/im highly allergic to the coils"), arthralgia ("my wrist .. My knee ache daily"), feeling abnormal ("brain fog"), eye swelling ("swollen eyes that burn") and pain ("my body hurts"). The patient was treated with surgery (essure removal surgery, fallopian tube removed). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, groin pain, anxiety, alopecia, hot flush, fatigue, urticaria, fear, arthritis, allergy to metals, feeling abnormal, eye swelling and pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthritis, autoimmune disorder, autoimmune thyroiditis, eye irritation, eye swelling, fatigue, fear, feeling abnormal, groin pain, hot flush, hypothyroidism, nightmare, pain, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, nightmare, hypothyroidism, autoimmune thyroiditis, eye irritation, groin pain, anxiety, alopecia, hot flush, fatigue, urticaria, fear, autoimmune disorder, arthritis, allergy to metals, feeling abnormal and eye swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sometimes I have shooting pains throghout my left side, I feel aches and pings of pain'), autoimmune disorder ('gaining more autoimmune dieases') and autoimmune thyroiditis ('hashimotos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("my eyes burn like crazy"), groin pain ("my left ide is all messed up from my groin to my wrist"), anxiety ("so anxious"), alopecia ("losing my hair"), hot flush ("hot flashes"), fatigue ("fatigue"), urticaria ("hives"), fear ("super scared"), arthritis ("potentially arthritis the way my joints feel."), allergy to metals ("im apparently very allergic/im highly allergic to the coils"), arthralgia ("my wrist .. My knee ache daily"), feeling abnormal ("brain fog"), eye swelling ("swollen eyes that burn") and pain ("my body hurts"). The patient was treated with surgery (essure removal surgery, fallopian tube removed). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, groin pain, anxiety, alopecia, hot flush, fatigue, urticaria, fear, arthritis, allergy to metals, feeling abnormal, eye swelling and pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthritis, autoimmune disorder, autoimmune thyroiditis, eye irritation, eye swelling, fatigue, fear, feeling abnormal, groin pain, hot flush, hypothyroidism, nightmare, pain, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, nightmare, hypothyroidism, autoimmune thyroiditis, eye irritation, groin pain, anxiety, alopecia, hot flush, fatigue, urticaria, fear, autoimmune disorder, arthritis, allergy to metals, feeling abnormal and eye swelling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.